Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon investigation, the battery pack would not charge and would not power up a monitor. The cause for the inability to charge or power a monitor was a leaking battery cell. The root cause for the leaking cell cannot be positively determined. No adverse event resulted from the leaking cell. The pt was issued a replacement battery pack.

Event description:
A (B)(4) distributor contacted zoll customer support to report that a (B)(6) patient's battery would not charge. The pt was issued a replacement battery.